Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a (B)(6) driveline infection. The patient was admitted on (B)(6) 2017 and again on (B)(6) 2017 for wound debridement. It was reported that the procedure included unroofing of the upper abdominal wall abscess, and translocation of the driveline and repair of the fascia. The patient was treated with a 7 day course of nafcillin and was transitioned to cefpodoxime 400mg bid on (B)(6) 2017, which she remained on for 6 weeks. The patient later expired (reported under MFR 2916596-2020-01695).